Event description:
The product was inserted into the patient's body and ready to deploy. At that time, the doctor discovered that he was unable to deploy and found that the product was malfunctioning. He withdrew the product and replaced it with a new lariat suture delivery system, the second one went smoothly and deployed successfully. No injury to the patient. The patient discharged to home on the next day as planned.